Manufacturer narrative:
A device code was added. Additional codes: an annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the 20fr deliv sys envpro-16 during a procedure involving a transcatheter aortic valve. The first valve was recaptured four times to adjust its position, and during the fourth recapture, the delivery system was damaged as a buckle was observed. The patient had a tortuous abdominal aorta, which contributed to the inability to recapture the valve, resulting in its implantation in the descending aorta. To address this, a new valve with a new delivery system was implanted in the native valve.

Manufacturer narrative:
Continuation of d10: product ID evolutr-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024 explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut r transcatheter aortic valve; product ID evolutr-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.